Event description:
During investigation there was a reportable malfunction. The monitor failed to fire pulses.

Manufacturer narrative:
During investigation there was a reportable malfunction. The monitor failed an incoming pulse test. The cause for the failure was isolated to a broken solder connection on the c19 capacitor negative lead on the defibrillator pca. The negative lead pad was lifted off the board, causing the faults. The root cause for the defective c19 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.